Manufacturer narrative:
The device used in treatment was not returned for evaluation, additional information provided has been reviewed and we have not been able to establish a relationship between the reported events or determine a root cause. Probable cause includes the device pauses charging whilst in use to prevent damage, the IFU covers this section, which states that charging will pause whilst in use if a set temperature is met. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Additional information provided has been reviewed and we have not been able to establish a relationship between the reported event and the device or determine a root cause. Probable cause includes the device pauses charging whilst in use to prevent damage, the IFU covers this section, which states that charging will pause whilst in use if a set temperature is met. In addition, it advises not to charge whilst stored in the carry bag. The reporter confirmed issue was solved when device was removed from the bag during charging. No batch/lot number has been provided, rendering a review of the device history not possible. The complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys device heated up in the bag during the charging process. It had to be taken out of the bag to cool down. The customer is convinced that the problem is that the bag of the device is much too narrow. She said that the patients have to take the device out of the bag again and again and this problem does not exist with competitive products. She would like to have bigger bags for the device, so it can work properly.